Event description:
Caller reported that his inratio2 meter no longer turns on and that the screen looks cracked and burnt. In addition, caller reported a burning smell every time he tries to power the instrument on. No other info provided and no injuries reported.

Manufacturer narrative:
Investigation pending.